Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore, the reported issues were not confirmed. A DHR review was completed, and no issues were identified. The cause could not be established due to no findings available. However, factors that may have contributed to the reported event were a faulty charge-coupled device, damaged cable, or damaged connector. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, while using the camera head during an unspecified procedure, an error message appeared in which the scope would not present a clear image. The image was blurred. The time during the procedure that the device got damaged was unknown. Since the damage was noticed during the procedure, the device was passed off the sterile field to the circulator and sent for cleaning and decontamination for onward transfer for repairs while another device was requested for. The intended procedure was completed with another device. No patient harm reported.